Event description:
It was reported that the micro sagittal saw overheated during testing. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the bearings were found to be worn. The presence of worn bearings could cause or contribute to the handpiece heating up.